Event description:
During evaluation of a returned spectrum pump, the device second from left soft key and number 1 key were not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device second from left soft key and number 1 key were not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The keypad required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.